Event description:
The pt ((B)(6)) was implanted for pain in the bilateral lumber region and right leg. It was reported the pt's therapy coverage is inadequate as she is only receiving stimulation on the left side. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.